Event description:
The hospital reported that after an endoscopic vein harvesting procedure, the staff noticed that the vh-1111 image was getting cloudy. The hospital noted that they could see through the scope but that the glue around the eyepiece, lens at the optical portion, seemed to be building up which in turn was impeding the view. The same device was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
The scope was shipped to scholly fiberoptics for further investigation. A supplemental report will be submitted when the investigation results are received from scholly fiberoptics.